Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the balloon catheter was wrinkled on its proximal shaft and compressed and the balloon was completely separated from the shaft. The balloon was ripped 360 degree around the flowgate from proximal side and also distal side. The flowgate balloon bonds were inspected and found to be intact on its proximal side. No pieces appeared to be missing. It was reported that no damage was noted to the packaging, no anomalies were noted with the device prior to use, flush was continuous, the patient's anatomy was moderately tortuous, the balloon was intentionally not inflated by the physician, and no syringe was attached to the device. In addition, it was reported that resistance was felt in the balloon section when removing the device through a femoral sheath. The physician checked the balloon section and found that the balloon was torn off. No sheath was returned along with the balloon and the ID of the sheath used could not be determined based on the available information. It appears that due to procedural factors during use, the balloon separated from the shaft as a result of the resistance encountered when it was passed through the femoral sheath. Therefore, an assignable cause of operational context has been assigned to reported balloon rupture and friction and the analyzed balloon detachment.

Event description:
It was reported that during stenting procedure, the balloon guide catheter (subject device) was smoothly navigated to common carotid artery (cca). The balloon was not inflated due to physician¿s preferred choice and the cca procedure was completed. During removal of the subject device from the patient, resistance was felt in the balloon section when passing through a femoral sheath. The physician checked the balloon section and found that the balloon was torn off. The piece of torn off balloon was being adhered in the distal tip. There are no clinical consequences to the patient.

Event description:
It was reported that during stenting procedure, the balloon guide catheter (subject device) was smoothly navigated to common carotid artery (cca). The balloon was not inflated due to physician¿s preferred choice and the cca procedure was completed. During removal of the subject device from the patient, resistance was felt in the balloon section when passing through a femoral sheath. The physician checked the balloon section and found that the balloon was torn off. The piece of torn off balloon was being adhered in the distal tip. There are no clinical consequences to the patient.